Event description:
Bristles of the toothbrush came loose and got into my mouth and throat [foreign body in throat]; I felt nauseous [nausea]; then came the gag stimulus [gagging]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a patient who received gsk toothbrush (dr. Best hoch-tief) toothbrush (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started dr. Best hoch-tief. On an unknown date, an unknown time after starting dr. Best hoch-tief, the patient experienced foreign body in throat (serious criteria gsk medically significant), foreign body in mouth, nausea, gagging and product complaint. Dr. Best hoch-tief was discontinued (dechallenge was unknown). On an unknown date, the outcome of the foreign body in throat, foreign body in mouth, nausea, gagging and product complaint were unknown. The reporter considered the foreign body in throat and foreign body in mouth to be related to dr. Best hoch-tief. It was unknown if the reporter considered the nausea and gagging to be related to dr. Best hoch-tief. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: initial and follow up were processed together. Adverse event information was reported by a consumer via call center representative (email) on 05jan2022. The consumer stated that," I bought a dr. Best toothbrush at. I wanted to brush my teeth, but then I felt nauseous because the bristles of the toothbrush came loose and got into my mouth and throat. Then came the gag stimulus. I did not continue the use of this toothbrush. I have always been very satisfied with your products and now found it a shame." Follow up information was received from quality assurance (qa) department on 06jan2022 regarding pqc number (B)(4) and case number (B)(4) for unknown lot number. On the pictures, no batch or site hints are visible. Therefore the exact product variant and size cannot be determined. The case will be closed until further info will be received. No sample was returned for this complaint and the lot/batch details were not received so a full investigation cannot be completed. As sufficient information is not available the complaint cannot be substantiated and will be closed as inconclusive. If the consumer contacts us with additional information, if the complaint sample is received or batch details are provided correctly, the complaint issue will be reopened and further evaluated. Complaint conclusion: complaint inconclusive.

Manufacturer narrative:
Argus case ID: (B)(4).